Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had died. Follow up reported the patient was not pacemaker dependent, had last been seen in device clinic on (B)(6)2010 with device check normal, and last remote check was (B)(6)2010 reporting no events and device function normal. The patient was seen in the ER on (B)(6)2010 with complaints of chest discomfort for 3 months and shortness of breath. This was improved after taking lasix. Chest xray at that time showed mild chf. When patient seen by physician one week later, pacemaker settings were increased. Multiple runs of nonsustained ventricular tachycardia were noted on the last 2 device interrogations. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.